Event description:
Litigation papers allege patient suffered acetabular cup detachment, disconnection, creation of metallic debris, and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery and/or other injuries presently undiagnosed. **update** (B)(6) 2012 - medical records were received. The revision operative report indicated when the head was removed off the taper of the prosthesis, some corrosive wear was found underneath the taper.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.